Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's machine flow sensor was replaced to address the issue. Additionally, during the evaluation a life related smell was observed. The device's muffler assembly was replaced to address the issue.